Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. On 1/22/2019, the mentor failure analysis lab received the device for evaluation. On 3/7/2019, device evaluation was completed. Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device and on the shell surface. Mentor product analysis lab discovered two rents measuring approximately 0.7 and 0.3 cm within line of shell wear on the anterior aspect and an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 6415362 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a patient underwent breast augmentation revision with mentor siltex round moderate profile 350cc saline prostheses and experienced bilateral deflation post procedure. In 2016, when the patient was (B)(6), right sided deflation occurred. Mentor became aware of the right sided deflation in 2016 and reported it in an alternate summary report per the regulatory reporting agreement in place during that time. On 1/21/2019, mentor became aware that the left prosthesis had deflated in 2018 when the patient was (B)(6). As a result, bilateral explant without replacement was performed on (B)(6) 2019. This report is for the patient¿s right-sided device.